Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on technologies llc (importer behalf of heartsine) h3 other text: not returned yet.

Event description:
No patient involved. Green status indicator with beep.

Event description:
No patient involved. Green status indicator with beep.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The history log for this device showed that the pad-pak was first installed on the (B)(6) 2014 and performed to specification up to the (B)(6) 2014. The sam 300p last passed ¿out qat from heartsine technologies on the 6th december 2013. During the above period the device records a manual power on of 35 minutes in duration which would suggest the device had recorded an in-range patient impedance. However, the user accessible memory was erased prior to the (B)(6) 2017, therefore no further information could be obtained regarding this log entry during the final power up on the (B)(6) 2017, information from the technical log shows the device records an in-range patient impedance. The device successfully delivered two 150j shocks before being powered off. The device successfully performed all subsequent weekly auto self-tests between the (B)(6) 2017 and the (B)(6) 2018. During the investigation, the status led was observed to be flashing green and beeping, this would confirm the reported fault. This is due to a short circuit between the anode and cathode of the red status led resulting in leakage current to beeper bp1. The fault was replicated with use of a known good membrane and wire link. The status led¿s are tested during h017-014-104 final test. Therefore, it is concluded that the short circuit was intermittent in nature and caused as a result of an over application of silver paste during the manufacturing process. The short circuit was seen on the membrane. The fault could not be replicated with a new membrane fitted. The device was still able to deliver the test therapy sequence without fault during testing at heartsine.there were voltage fluctuations and low battery fails recorded at various stages throughout the history log. The battery monitoring circuitry and device current drain were verified during the investigation; therefore, it is concluded these fluctuations were most likely due to the pad-pak being removed and then not properly seated within the device during the self-test, or, the pad-pak being replaced with a partially depleted pad-pak and that unit was not returned for investigation. Also, on the (B)(6) 2018, the device records 3 failed self-tests due to a shock key error during manual power cycles. The shock key circuitry was verified during the investigation; therefore, it is concluded the shock key was most likely inadvertently pressed during self-tests. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with a sam 350p.